Manufacturer narrative:
Batch record review: a review of the lot file for a905 was performed. There were no non conformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot a905 was performed. There was 1 additional complaint reported for bowl leaks to date for this lot. The assessment is based on info available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the info provided by the customer. (B)(4).

Event description:
The customer reported a centrifuge bowl leak that occurred during a treatment procedure during return. Customer stated she got a blood leak alarm during return phase after last cycle and photoactivation. Customer then opened the centrifuge lid and noted there was blood at the neck of the bowl. Customer stopped the return.